Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to inappropriate shocks and fracture. It was replaced with another lead of the same model.